Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized thump to download history files and traces. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 critical handling alarms 08/06/2023 starting at 16:42:00.000 with variable 15. Pump error 63 alarm due to hardware error. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor and motor. Verified the pump alarmed pump error 43 in pump downloaded history on 08/06/2023 at 13:36:45.000 and pump error 38 on 08/06/2023 at 13:40:00.000 due to a corroded home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarm confirmed due to hardware error. E/a alarm unspecified confirmed due to critical pump error (open book image) alarm. Pump error 43 and pump error 38 were confirmed due to corroded home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an error in the motor detected by reading an unexpected value from hall sensor (pump error 43). Troubleshooting was performed and found that the customer was able to clear the alarm successfully and the pump did not rewind. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis.